Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported that during the air removal process, the customer was able to remove more air than expected. A cartridge change was performed to address the issue. Customer's blood glucose level was 93 mg/dl.